Event description:
Report received that the pump was noted to be out of specification for delivery accuracy during routine biomedical engineering preventative maintenance testing. With an expected delivery amount of 19.9 ml, the pump consistently delivered between 20.7 ml and 20.9 ml. For this articular test procedure, device secification requires delivery to be +/-0.8ml from the expected amount. There were no reports of any problems while the device was in clinical use. No patient involvement. No additional information available.